Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and mesh was implanted. The patient experienced a complication with the mesh, mesh contraction, requiring partial removal of mesh to divide the contraction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The mesh was implanted (B)(6) 2011. The indication for procedure was recurrent prolapse. The mesh contraction was first detected by the physician on (B)(6) 2013. The patient had presented with dyspareunia. The patient underwent a procedure on (B)(6) 2014 to divide the mesh. Currently, the patient's issues have not resolved and is reported as using vaginal dilators. (B)(4).